Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir and performed a pre-fill reservoir test per des 8654 and d9195886-et2 section 1 to 8. The reservoir failed per specifications due to an occluded transfer guard.

Event description:
The customer called to report that his blood glucose readings had been rising from 233 mg/dl to 259 mg/dl. The customer also reported receiving a no delivery alarm. The customer performed troubleshooting by disconnecting the set and removing the reservoir. Then he disconnected and reconnected the reservoir and infusion set at the tubing connector and tried to push insulin through, however insulin did not exit and said there was resistance with the plunger push. The customer was informed that the alarm was caused by an infusion set or reservoir connection and to change out the infusion set and reservoir. The customer was advised to return the infusion set and reservoir and they would be replaced.